Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a revision breast augmentation with a 595cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed via a physical examination. As a result, the patient underwent unilateral removal and replacement with a 595cc mentor memorygel breast implant prostheses (catalog #: shpx595, serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 15-sep-2020, the suspected medical device was returned for evaluation. On 30-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4). .